Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and low intrinsic amplitude. Boston scientific technical services (ts) reviewed presenting electrogram (egm) in latitude and found out that there are several undersensed and alert for atrial intrinsic amplitude. One inappropriate atrial pacing due to undersensed intrinsic atrial signal was also noted. This ra lead remains in service. No adverse patient effects were reported.